Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a fridge door malfunction. The field service engineer powered off station and fridge, turned battery off on fridge also manually opened the door and turned everything thing back on. The issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a fridge door malfunction. The customer stated that the door cannot be opened, stuck locked, require maintenance causing a delay in dispensing medication to the patient. The user tried to do a reboot but same issue. There were no adverse events or injuries reported based on this event.